Manufacturer narrative:
Device passed the displacement test but a33 alarm during the rewind basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirting insulin when priming. The customer's blood glucose value was unknown. Customer stated that insulin pump had occlusion alarm and grinding when rewinding. The insulin pump will not be returned for analysis.